Event description:
It was reported that the procedure was to treat a fibrotic lesion in the mid left anterior descending (lad) coronary artery with 80% stenosis. Pre-dilatation was performed with a 2.75x8 mm and a 2.75x12 mm balloon at 10 atmospheres. The 2.75x33 mm xience alpine stent was deployed and when removing the delivery system, a distal edge dissection was noted. A 2.75x8 mm drug eluting stent was used to treat the dissection. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect(s) of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.